Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger was prompting that it had a problem. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (charger problem) was confirmed. As received, the charger would not properly charge a battery pack. Upon evaluation, the battery board was defective. The cause of the inability to charge a battery pack is the defective battery board. The root cause cannot be positively identified. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.